Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. The evaluation of the device has not been completed.